Event description:
An sp0204 (ins 8301) was involved in an event and was described as follows: a female patient in her (B)(6) who had under gone a shunt and an sp0204 placement had the cerebrospinal fluid drain back into her head. The patient did not experience an injury. The drain was removed and replaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.